Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin flow blocked alarm. They had a high blood glucose level of 427 mg/dl. Troubleshooting was performed. They performed 5.0 units of fill cannula process. The customer stated that insulin did not exit. They removed the reservoir from the insulin pump. They pushed insulin slowly through the tubing and insulin was able to exit the fill tubing. They did an insulin pump rewind, reinserted the reservoir, and ran a manual prime until at least 5.0 units. The customer reported that insulin exited. It was explained that the alarm was caused by an infusion and reservoir occlusion. The product will not be returned for analysis.